Event description:
Report received of a coronary stent graft (csg) dislodging from the balloon. The customer reported that the patient was undergoing an emergent percutaneous coronary intervention of the left anterior descending (lad) artery. The patient had arrived to the catheterization lab "ventilated, paralyzed and in an unstable condition." During the procedure a perforation occurred in the lad. A 26mm csg was mounted on a 2.5 x 30mm maverick ii balloon, inflated to 12atm for 15 seconds then deflated. This sealed the perforation except for a small area proximal to the csg. A 12mm csg was mounted on a 2.5 x 15mm maverick ii ballon and was to be placed proximal to the 26mm csg. The 12mm csg dislodged in the touhy borst. A wire was placed, the touhy borst was removed and the stent was retrieved from the touhy borst. The remaining perforation was at the ostial lad and sealed with a velocity stent. The patient left the catheterization lab in "a stable condition with dopamine infusing at 7mcg/kg, on an intra-aortic ballon pump and still ventilated." Though requested, no additional information was provided.